Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported a proglide device was used for closure of the right common femoral artery via a 8f sheath; however, when pulling the plunger the suture completely came out of the device with the knot formed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or significant delay in procedure. No additional information was provided.

Event description:
Additional information was received: the procedure was an interventional cerebral embolization procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out¿ was not confirmed as not all components were returned for analysis and the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot no, expiration date. H4: device mfg date.